Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 7 at random three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2014-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the meter remote did not power on and the data could not be downloaded. Moisture was observed on the meter remote¿s usb connector. The complaint could not be adequately investigated due to moisture damage.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.